Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) female patient who developed large effusion/physician drained 50 cc's/drained another 25 cc's after receiving treatment with synvisc-one. The patient's past drugs included synvisc. No other medical history, concurrent condition and concomitant medications were reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection (indication, dosage regimen, frequency, lot/batch number and expiration date unknown) in the left knee. On an unknown date, after an unknown latency, the patient developed large effusion. A few days after the synvisc one injection, the physician drained 50 cc's. It was reported that after the weekend when the patient called back, she had developed another effusion and the physician drained another 25 cc's. At that point, the physician injected her with steroid (unspecified). Action taken: unknown. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.